Event description:
It has been reported to philips that the system is intermittently not starting up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is intermittently not starting up. The fse reinstalled the host pc software and image backup was made after that the system was returned to use in good working order. But later, 23rd october 2022 the reported issue reoccurred, the fse replaced the host pc and the reported issue was resolved. The codes were updated based on the investigation outcome.